Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains in situ; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements and no deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(4): the nexsite device was placed successfully on (B)(6) 2015. On (B)(6) 2015, the patient complained of itching at the catheter site. Rn also noted that the patient has "white papules"/ rash at the exit site of the catheter. Vital signs are reported as "stable". She has remained afebrile and has no other complaints. Additionally the catheter has not been able to tolerate the prescribed blood flow rate of 300. On (B)(6) 2015, the patient was evaluated at the access centre and the physician felt the irritation surrounding the site was due to a tape allergy rather than anything else. He was also able to get the catheter running well after instillation of 2mg of tpa (tissue plasminogen activator) to declot it. Due to the success of the interventions, the catheter was not removed. Her site culture was negative for growth.

Event description:
The catheter was removed on (B)(6) 2015 due to poor flow through the nexsite catheter that was not adequate for dialysis. The event resolved on the same date. The device was disposed therefore no device analysis was possible.